Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection noticed that rod of the reaming guide was bent, and would get wedged into the reaming guide holder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.